Manufacturer narrative:
Sanofi company comment dated 11-jan-2026: this case involves a 53-years-old female patient who had injection site joint swelling and injection site joint pain while being treated with synvisc one for which she was hospitalized and required intervention. The causal role cannot be established, however, lack of information regarding relevant medical history, concurrent conditions, underlying disease, therapy details, event details, pre-existing risk factors, personal and lifestyle history precludes comprehensive case assessment. The case will be reassessed based on follow-up information that will be received.

Event description:
Knee swollen and painful [injection site joint swelling]. Knee swollen and painful [injection site joint pain]. Case narrative: this case is cross linked with case: (B)(4) (multiple device, same patient) (right knee). Initial information received on 04-jan-2026 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 53 years old female patient who had left knee swollen and painful with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2026, the patient started using hylan g-f 20, sodium hyaluronate, (strength: 6 ml) at the dose of 6 ml for once for unknown indication in left knee. On the unknown date on (B)(6) 2026, patient had knee swollen and painful (injection site joint swelling) (injection site joint pain) (batch number; expiry date: unknown) (latency: 1-2 days). Patient was hospitalized for it. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for the events (knee swollen and painful). Outcome: not recovered/ not resolved for both the events. Seriousness criteria: hospitalization and intervention required for both the events.

Event description:
Knee swollen and painful [injection site joint swelling]. Knee swollen and painful [injection site joint pain]. Case narrative: this case is cross linked with case:(B)(4), (multiple device suspect used for the same patient, same patient) (right knee). Initial information received on 04-jan-2026 regarding an unsolicited valid serious case received from the patient. This case involves a 53 years old female patient who had left knee swollen and painful with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2026, the patient started using hylan g-f 20, sodium hyaluronate, (strength: 48mg/6 ml) at the dose of 6 ml for once for unknown indication in left knee. On the unknown date of (B)(6) 2026, patient had knee swollen and painful (injection site joint swelling) (injection site joint pain) (batch number: frsl018 and expiry date: 31-mar-2028) (latency: 1-2 days). Patient was hospitalized for it. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for the events (knee swollen and painful). Outcome: not recovered/ not resolved for both the events. Seriousness criteria: hospitalization and intervention required for both the events. A product technical complaint (ptc) was initiated on 04-jan-2026 for synvisc one (batch number: frsl018 and expiry date: 31-mar-2028) with global ptc number: (B)(4). Ptc stated: the incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for synvisc one, and the incident description, the defect code other pharmacovigilance event has been assigned to this investigation. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa (quality assurance) batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- comet product (synvisc one) event history report for the past two years was generated on 03-feb-2026 and showed 59 complaints related to defect code other pharmacovigilance event and one complaint is concluded as related to manufacturing process. Based on the above details it is inferred that there is one confirmed complaint reported. Attachment 02- qualipso product (synvisc one) event history report for the past two years was generated on 03-feb-2026 and showed 160 complaints related to other pharmacovigilance event (including current complaint). Among these 6 complaints (including current complaint) are in open state (investigation ongoing). Review of event history report infers that there is no confirm complaint identified, which includes event is linked to a failure or that the defect is related to the product or manufacturing process. Lot history review: as the mah (marketing authorization holder) batch number was unknown, lot history review and assessment was not possible. Complaint sample evaluation: complaint sample was not available. Hence assessment was not applicable. Attachment 03 investigation outcome: batch number frsl018, synvisc one was manufactured on 15 apr 2025 with expiration date of 31 mar 2028 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. One picture was provided. In the picture two (2) carton is visible. Lot number (frsl018) and expiry date (2028-03) was visible on the carton. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. There are total of two complaints for lot frsl018 (B)(4). Other pharmacovigilance event (B)(4) other pharmacovigilance event. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required, complaint handling will be followed. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required for defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 219 complaints including the current complaint for product synvisc one with defect code other pharmacovigilance event. However, review of investigation conclusions infers that there is one confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and the investigation urgency was conformed as standard. As the batch number is not available for subject complaint, no assessment was possible. Hence investigation conclusion is selected as no assessment possible with cause code as undetermined cause. Quality team will continue to monitor and trend these types of events and work) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. 21-feb-2026: qualipso lot history report (frsl018) for the past two years was generated on 21-feb-2026 and showed 02 complaints, including subjected complaint and there are no confirmed complaints reported. Comet lot history report (frsl018) for the past two years was generated on 21-feb-2026 and it showed no complaints. Based on the above details it is inferred that there are no confirmed complaint reported with respective to lot history. Reason for re opening: the investigation has been reopened to update the batch recurrence data, which was inadvertently missed during the initial closure. A recurrence check has now been completed up to the current date with respect to the associated batch number (frsl018), and the relevant information has been updated in the summary and conclusion section. This update does not impact or alter the investigation outcome previously performed. The original assessment, supporting evidence, and conclusions remain unchanged. Accordingly, the initially selected cause code and conclusion code continue to be valid. The reopening is solely for the purpose of completing the missed recurrence data, with no modification to the investigation findings or decision." The final ptc was completed on 21-feb-2026 with summarized conclusion as no assessment possible. Additional information was received on 03-feb-2026 from quality department. Ptc results were added. Text amended accordingly. Additional information was received on 21-feb-2026 from quality department. Batch number added. Ptc completion date updated. Text amended accordingly.

Event description:
Knee swollen and painful [injection site joint swelling]. Knee swollen and painful [injection site joint pain]. Case narrative: this case is cross linked with case: (B)(4) (multiple device suspect used for the same patient, same patient) (right knee). Initial information received on (B)(6) 2026 regarding an unsolicited valid serious case received from the patient. This case involves a 53-year-old female patient who had left knee swollen and painful with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2026, the patient started using hylan g-f 20, sodium hyaluronate, (strength: 48 mg/6 ml) at the dose of 6 ml for once for unknown indication in left knee. On the unknown date of (B)(6) 2026, patient had knee swollen and painful (injection site joint swelling) (injection site joint pain) (batch number; expiry date: unknown) (latency: 1-2 days). Patient was hospitalized for it. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for the events (knee swollen and painful). Outcome: not recovered/ not resolved for both the events. Seriousness criteria: hospitalization and intervention required for both the events. A product technical complaint (ptc) was initiated on (B)(6) 2026 for synvisc one (batch number and expiry date: unknown) with global ptc number: complaint (B)(4). Ptc stated: the incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for synvisc one, and the incident description, the defect code other pharmacovigilance event has been assigned to this investigation. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa (quality assurance) batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- comet product (synvisc one) event history report for the past two years was generated on 03-feb-2026 and showed 59 complaints related to defect code other pharmacovigilance event and one complaint is concluded as related to manufacturing process. Based on the above details it is inferred that there is one confirmed complaint reported. Attachment 02- qualipso product (synvisc one) event history report for the past two years was generated on 03-feb-2026 and showed 160 complaints related to other pharmacovigilance event (including current complaint). Among these 6 complaints (including current complaint) are in open state (investigation ongoing). Review of event history report infers that there is no confirm complaint identified, which includes event is linked to a failure or that the defect is related to the product or manufacturing process. Lot history review: as the mah (marketing authorization holder) batch number was unknown, lot history review and assessment was not possible. Complaint sample evaluation: complaint sample was not available. Hence assessment was not applicable. Attachment 03 investigation outcome: batch number frsl018, synvisc one was manufactured on 15 apr 2025 with expiration date of 31 mar 2028 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. One picture was provided. In the picture two (2) carton is visible. Lot number (frsl018) and expiry date (2028-03) was visible on the carton. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. There are total of two complaints for lot frsl018 complaint (B)(4). Frsl018. Other pharmacovigilance event complaint (B)(4). Frsl018 other pharmacovigilance event. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required, complaint handling will be followed. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required for defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 219 complaints including the current complaint for product synvisc one with defect code other pharmacovigilance event. However, review of investigation conclusions infers that there is one confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and the investigation urgency was conformed as standard. As the batch number is not available for subject complaint, no assessment was possible. Hence investigation conclusion is selected as no assessment possible with cause code as undetermined cause. Quality team will continue to monitor and trend these types of events and work) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final ptc was completed on (B)(6) 2026 with summarized conclusion as no assessment possible. Additional information was received on 03-feb-2026 from quality department. Ptc results were added. Text amended accordingly.